Event description:
During conversation in (B)(6) 2008, dentist noted injury occurring in (B)(6) 2008 as follows: dentist noted during extraction of wisdom teeth, patient had a "handpiece shaped burn on lip." Dentist noted burn on lower lip and patient denied immediate treatment, but returned to office and dentist removed scar tissue. Unit received from dentist in january 2009.

Manufacturer narrative:
Device history records showed no problems with materials, manufacture, or test of subject device. Returned device was disassembled and examined. Rust was observed in bearing assembly, causing overheating and indicating improper user maintenance (cleaning/lubrication). Device was repaired to original manufacturing specifications. Tests after repair showed no overheating.